Manufacturer narrative:
Unresponsive escape, act down, up and easy bolus buttons due to flattened dome switches (no crease). The j2 connector was found locked. Unable to perform a64 alarm due to unresponsive buttons. J2 connector at the lcd board was found locked. Unit had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had an error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.